Manufacturer narrative:
(B)(4). Should have been (B)(6) 2015; should have been (B)(6) 2015.

Event description:
New information noted that the lead had dislodged and during lead revision the previously reported connector pin damage occurred. The lead was explanted and replaced. The patient left hospital in good condition.

Manufacturer narrative:
(B)(4).

Event description:
New information stated that the patient experienced phrenic nerve stimulation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, the connector pin had become damaged when removing a guidewire from the lead. The lead was not implant. A replacement lead was implanted at that time.